Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a big fall a couple of weeks back, and as a result the patient was experiencing inadequate coverage on their right l3 lead. Upon further investigation x-rays showed the l3 lead had pulled out the epidural space, therefore migrating. Surgical intervention may take place at a future date to address the issue.